Manufacturer narrative:
Abbott personnel visited the site and confirmed proper operation of the top rear cover on (B)(4) and verified that it did not fall when opened to the full upright position. An instrument service history review revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the (B)(4) top rear cover. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses proper and safe operation and function of the architect (B)(4) system. Based on the information within the complaint record, a malfunction of the (B)(4) top rear cover associated with this ticket was identified, however, a product deficiency was not identified.

Event description:
It was reported that the rear cover on the architect c16000 processing module fell on a technician¿s head while doing maintenance and technician is not sure if control material splashed in her face. The cover was not locked in the full upright position and abbott personnel visited the site and confirmed proper operation of the rear cover and verified that it did not fall when opened completely. There was no visible injury or liquid on technician, the customer was dizzy after the incident. The customer washed her face and went to the ER. The conclusion was a concussion. The conclusion was a concussion.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.